Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called the philips response ctr (rc) for the replacement part number (part ID) for a damaged external paddle set. The customer reported that the stand offs where screws mount are broken off and the paddles will not hold together. There was no report of pt involvement.